Event description:
The patient reportedly experienced redness and swelling at the implant site. The patient underwent incision and purulent drainage, and debridement of the implant site on (B)(6) 2014. The patient's device was explanted. The patient was hospitalized from (B)(6) 2014 to (B)(6) 2014. The patient was reportedly treated with IV unasyn from (B)(6) 2014 to (B)(6) 2014 and augmentin from (B)(6) 2014 through (B)(6) 2014. The patient's infection has reportedly resolved. Reimplant surgery will be considered at a later date.